Event description:
It was reported that bd pegasus tubing was defective the following information was provided by the initial reporter: the head nurse reported that during use, the extension tube of the indwelling needle broke during the clip clamping process, and blood returned. The number affected was 1. Photos can be provided and the sample can be returned. A green claim is required, and a complaint reply letter is required. No complaint acceptance letter required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review: (1) the packaging batch number of the complained product is 2276287, is 22g and product code is 383732, assembled in the suzhou plant, then packaged and sterilized in the tuas plant in singapore; the related assembly batch number of the product is 2138828, were assembled in 2022/07, the batch of products totaling (B)(4) pieces; (2) inspection process and delivery test report, test results meet product standards, no abnormalities; (3) check the production record of the batch of products, no conformance, deviation or rework activities in the process of the batch of products; 2.the customer returned a defective sample that has been used, as shown in the attached photo 1;observed the extension tube under microscope and found to be damaged, as shown in the attached photos 2 and 3; observed the sliding clamp and it was found that there were burrs on the clamping, and the clamping surface of the sliding clamp is relatively sharp, as shown in the attached photos 4-5. 3. The history of customer complaints for the same batch of products has been reviewed, and no complaints of the same defects have been found. Cause analysis: (1) according to customer feedback, the extension tube broke during the clamping process of the sliding clamp; (2) according to the analysis of the sample returned by the customer, it was found that there were burrs on the clamp, which were material residual edge produced during the molding process. Compared with the clamping surface of the normal clamp, the chamfer on the clamping surface of the returned sample clamp was sharper (see attached photo 6), it was suspected that the extension tube was pinched by the sliding clamp; (3) the sliding clamp is produced by molding. Burrs on the clamp are normal changes during the molding process, but the probability is extremely low; (4) the aql for incoming material inspection of sliding clamp is 0.1%. According to the bd standard, it means that when the sample size is (B)(4) pcs, 1pcs of defective products are allowed. The batch of products is (B)(4) pcs, 1pcs of defects is an accidental event. In summary,based on customer feedback and analysis of returned sample, it is suspected that the extension tube was pinched due to burrs on the clamping surface of the sliding clamp, which caused the extension tube to be pinched and leaked. The sliding clamp is produced by molding defect. Burrs on the clamp are normal changes during the molding process, but the probability is extremely low. According to the factory's incoming material inspection, it meets the sampling inspection standards of the incoming material. The factory will continue to pay attention and monitor the defect complaint trend.